Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: serious, severe, and permanent bodily injuries, pain and suffering, asthma, rhinitis, respiratory problems, tightness in the chest, throat swelling, skin rashes, hives, contact dermatitis, extreme discomfort, depression and emotional distress, mental anguish, loss of earnings and earning capacity.